Event description:
Received report of transducer pressures not corresponding with peripheral bp. A pediatric pt in the picu with a history of surgery for cardiac ventral septal defect was showing high transducer pressures that didn't correlate with the lower peripheral pressures. Medicated with nipride for transduced readings to control bp. The transducer was changed to new lot number, and the readings correlated with the perpheral bp, leading to discontinuance of nipride. No adverse pt effect reported while on nipride. Transferred to regular pediatric unit.